Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, low defibrillation impedance was noted on the right ventricular (rv) lead. Dislodgement of the rv lead due to twiddler's syndrome was observed. The rv lead was exchanged. The patient was stable.